Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012.

Event description:
The consumer reported that the therapy was turning on and off by itself and the patient gets "spiked" when stimulation came back on. The stimulation was noted to be hardly working and not covering the area the patient needed it and the implant was not holding a charge. There were no falls or traumas reported to be related to the issue and no recent medical tests or electromagnetic exposure. Further information received from the manufacturer representative reported that the patient had been getting intermittent shocking and the device was turning on and off. The representative reported the patient felt shocking at the old pocket site in their back where the lead was and that the lead connection was very superficial on the patient's belt line. It was noted that the patient received great pain relief when the device was working appropriately. Impedances were run and it was found that as the patient moved around to recreate the shocking sensation different electrodes where showing as greater than 10000ohms. Reprogramming was attempted with little success. The patient was being sent for x-rays and had a follow-up appointment with the healthcare provider to discuss possible surgical revision. Additional information received from the consumer via the manufacturer representative reported that he noticed the shocking the most when reclining in his chair or slightly twisting his torso. Reprogramming was done but was unable to avoid the patient receiving either shocking or stimulation turning off. Further information received from the representative reported that the patient had seen the healthcare professional (hcp) who concluded that there was a break in his wires. The hcp was unable to determine if it was the extension, lead or both until a revision was done. The revision had not been scheduled, but the patient wanted to proceed with a revision. The indication for use was chronic low back pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.